Event description:
A report was received that the patient was experiencing back problems. Symptoms included pain and warmth at the ipg and lead sites. The physician believed that the patient had muscle spasms. The patient was given with intravenous dilaudid and oral valium.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4)/ a05705, description: scs 50cm iii lead.